Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verfied patient's legal representative stated erosion of mesh at mid urethra, post-operative vaginal bleeding, and vaginal pain.